Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/22/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the up, ok, down and contrast keys are intermittently responsive. The keypad was intact, and when removed for investigation contamination was found under all keys. Unrelated to this complaint, the display screen has a pinkish contrast. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Also, the threads of the battery compartment were cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.